Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/05/2024, it was reported by a sales representative via phone that an ar-2325bcc suture anchor broke. This occurred during an acl reconstruction on (B)(6) 2024 when the anchor broke almost immediately when inserted. The patient had the average bone quality that was prepped using a drill. The broken fragment could not be retrieved. The case continued using an ar-2324bcc suture anchor.